Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the nurse practitioner was injecting the patient with botox when the needle attached to the botox syringe malfunctioned, causing botox to squirt out around the hub of the needle, resulting in the loss of botox and botox going to patient's eye. Nursing contacted the pharmacy and optometry and washed out patient's eye per their recommendation. An extra 50 units of botox had to be drawn up to replace the botox that was lost. 25 units were lost. Additional information provided on (B)(6) 2021 stated that the patient's eye was washed out with saline and there was no harm to the patient.